Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the instructions for use states: if resistance is felt during removal of either the balloon catheter from the guide wire or the guide wire from the balloon catheter, the balloon catheter and guide wire should be removed together as a unit and set aside. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after advancing a non-abbott guide wire to a mildly to moderately calcified lesion in the non-tortuous totally occluded right coronary artery, after flushing the guide wire lumen per instructions for use, a 1.2x12 otw mini trek balloon dilatation catheter (bdc) was advanced over the guide wire without resistance. After completing dilatation via inflation to 14 atmospheres, resistance was felt between the otw mini trek and guide wire during retraction against resistance. The same non-abbott guide wire was used with a 2.0x12 mini trek and a 2.5x15 trek without issue, completing dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.